Event description:
It was reported that the subject device switch was out of order. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device switch was out of order. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: a2, a4, a5, a6, b5, b6, b7, d5, d10, g2, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the switch did not turn on due to faulty control panel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.